Manufacturer narrative:
Eval code conclusion no longer applies. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp) via a device manufacturer representative indicated the pump was explanted on (B)(6) 2017.

Manufacturer narrative:
Analysis of the pump found a reliability non-conformance of the pump battery with high resistance. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving intrathecal clonidine 100 mcg/ml at 23.07 mcg/day, bupivacaine 8 mg/ml at 1.846 mg/day, and morphine 13 mg/ml at 3 mg/day via an implantable pump for non-malignant pain, chronic low back pain, and cervical/neck. It was reported that a critical alarm was confirmed by telemetry. The hcp got the logs and confirmed that the pump was reading ¿reset occurred: low battery¿ and ¿safe state occurred¿. The pump had been in safe state since (B)(6) 2017. The patient had been sick in the hospital from (B)(6) 2017 to (B)(6) 2017. It was unknown if this was a sudden or gradual change in therapy/symptoms. The patient was sick in the hospital with no diagnosis; the hcp did not know what symptoms the patient had experienced. It was later clarified that the patient went through withdrawal. The hcp noted that the logs did not go back any further than (B)(6) 2017. The hcp asked for recommendations so the patient would not get any more medication than he was getting when he came to the clinic on (B)(6) 2017. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) on (B)(6) 2018 indicated the cause of the low battery reset and safe state was unknown. It was indicated the pump was replaced on (B)(6) 2017 (please note: this conflicts with the previously reported information that the pump was explanted on (B)(6) 2017). It was noted that the low battery reset and safe state was resolved. The patient's weight at time of event was unknown. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. It was reported that they have replaced the pump and will be sending it back.